Manufacturer narrative:
Additional information received indicated this rv lead was surgically abandoned as there were difficulties extracting the lead. Another manufacturer's lead was successfully implanted. There have been no adverse patient effects reported as a result of the revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant this implantable right ventricular (rv) lead was exhibiting an increase in pacing threshold measurements. A chest x-ray revealed the slack in the lead was removed. There was speculation of a possible microdislodgment. Device outputs were temporarily increased. The patient planned to come back in for a follow-up appointment in one week. To date, there have been no adverse patient effects reported.